Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 4 syringes of juvéderm® voluma® xc to the midface. Approximately 1 week post-injection, patient presented with "painful swelling, nodules and warm to the touch skin". Hcp noted the symptoms have "rotated to different side of face and move back and forth". Patient has been treated with hylenex, cortisone, and antibiotics. Symptoms are ongoing.